Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the pulse generator was in backup vvi operation. A product code download was performed. Testing revealed that the device reverted to backup vvi mode at elevated temperatures. When the hybrid was removed from the pulse generator and tested, the failure mode could not be reproduced. Analysis of the hybrid found normal electrical characteristics.

Event description:
It was reported that the pulse generator was operating in backup vvi and could not be restored. The device was explanted.